Manufacturer narrative:
Event problem, the component codes fiber and cap go with the device code break.

Event description:
It was reported by a customer that on (B)(6) 2011, th fiber cap detached at 49,236 joules. Per the customer, the fiber cap was retrieved. There were no errors to the laser. No pt injury was reported.